Event description:
It was reported that the patient with a history of vt and vt ablations had a persistent vt episode from which the patient did not survive. Upon interrogation of the device, a loss of bi-v capture that led to a diagnosis of vt was observed. Inappropriate therapy was delivered, but induced the rhythm into true vt which the device properly sensed, diagnosed and cardioverted the patient.

Manufacturer narrative:
No medwatch form was received.